Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insert battery error occurred, and the blank screen during probing. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with a blank display after battery installation due to misaligned battery tube caused by a crack at the battery compartment, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump would alarm insert battery when the customer attempted to power on due to misaligned battery tube not allowing the battery cap and battery tube to make contact. This would stay in this state until the internal lithium battery depleted which would then cause a blank display from that point on. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify battery failed alarms due to the blank display. The pump was cut open to perform a visual inspection. No damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Realigned the battery tube into place, and the pump powered up successfully, verifying the misaligned battery tube caused the blank display. Successfully downloaded the trace and history files utilizing thump after pump was able to be powered up. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, peeling keypad overlay, missing serial number label, pillowing keypad overlay, crack at the battery compartment, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display, cracked battery compartment, and cracked battery tube threads are confirmed. The blank display is due to a misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads. Battery failed alarms are unknown due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.